Event description:
Reportedly, on (B)(6) 2015, the patient complained of palpitations. The device was found in standby mode and could be re-initialized by the programmer on that date. In the previous follow-up the battery impedance was at 0, 1 kohm, but the longevity estimation was about 4 years. An analysis about the reason of standby mode was requested.

Event description:
Reportedly, on (B)(6) 2015, the patient complained of palpitations. The device was found in standby mode and could be re-initialized by the programmer on that date. In the previous follow-up the battery impedance was at 0, 1 kohm, but the longevity estimation was about 4 years. An analysis about the reason of standby mode was requested.